Manufacturer narrative:
The conclusions are as follows: patient files in the complaint, it is mentioned that the death dated on (B)(6) 2025. The day of autopsy (on (B)(6) 2025), the recommended replacement time (rrt) was reached where the pacing was still present at 70 bpm with a ventricular amplitude of 2.5 v (the last ventricular threshold was measured at 0.75 v performed on (B)(6) 2025) and a ventricular pacing rate of (B)(6). Since the memories were not activated, no episode was recorded. Therefore, the signals cannot be verified. Pacemaker investigation the subject pacemaker was received with atrial and ventricular leads still correctly connected. Upon reception of the device with both leads still connected, pacing pulses were generated appropriately by the device and no abnormalities were noted when analyzing the device parameters (sensing and consumption). Then, the leads were disconnected, and the subject device was submitted to an electrical test corresponding to the test performed at the end of the manufacturing process and no anomalies were observed. A stress on the connector was applied for one minute where correct egm signals were observed and no noise was noticed. Leads investigation: the standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance. The tests did not reveal any abnormal values or current leakage between the conductor lines. A hermeticity test was also carried out where no bubbles were observed and no abnormality was found confirming that there is no leakage. Conclusion: based on the available data and the investigation results, no specific issue was noticed neither on the pacemaker, nor on the leads which could be related to the patient death. For more details, please refer to the attached analysis report.

Event description:
Reportedly, the patient implanted with a kora 250dr device (serial number: (B)(6) has passed away. An autopsy was performed on (B)(6) 2025, and the kora 250dr device was explanted during the procedure. As the cause of death investigation remains unknown, requested an analysis of the device as part of the investigation. The physician has the estimated date of death is thought to be around on (B)(6) 2025, so the physician would like to focus investigation into the event records for this period to confirm whether any abnormalities or malfunctions have occurred. The physician is wishes to confirm although there is no specific suspicion regarding the device, an investigation should be conducted, and the findings should be reported. As we cannot completely rule out a causal relationship between the patient's cause of death and the device, a prompt report to the physician is required promptly. We would greatly appreciate it if you could conduct the analysis promptly. Additional information: we have received information that the device was explanted with the a and v leads still attached, so we have provided information about the a and v leads below. It is likely that the leads will be returned along with the device. Atrial lead, petite 52erjb s/n: (B)(6), implanted date: on (B)(6) 2018, explanted date: on (B)(6) 2025, ventricular lead, screwvine 58sep s/n: (B)(6), implanted date: on (B)(6) 2018, explanted date: on (B)(6) 2025.

Event description:
Reportedly, the patient implanted with a kora 250dr device (serial number: (B)(6)) has passed away. An autopsy was performed on (B)(6) 2025, and the kora 250dr device was explanted during the procedure. As the cause of death investigation remains unknown, requested an analysis of the device as part of the investigation. The physician has the estimated date of death is thought to be around (B)(6) 2025, so the physician would like to focus investigation into the event records for this period to confirm whether any abnormalities or malfunctions have occurred. The physician is wishes to confirm although there is no specific suspicion regarding the device, a investigation should be conducted, and the findings should be reported. As we cannot completely rule out a causal relationship between the patient's cause of death and the device, a prompt report to the physician is required promptly. We would greatly appreciate it if you could conduct the analysis promptly. Additional information: we have received information that the device was explanted with the a and v leads still attached, so we have provided information about the a and v leads below. It is likely that the leads will be returned along with the device. Atrial lead: petite 52erjb s/n: (B)(6). Implanted date: (B)(6) 2018. Explanted date: (B)(6) 2025 ventricular lead: screwvine 58sep s/n: (B)(6). Implanted date: (B)(6) 2018. Explanted date: (B)(6) 2025.